Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a cut on its cable and no image due to a faulty charged coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was blowing. The issue was occurred preparation for an unspecified procedure. There were no reports of patient harm.